Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 56.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. The connector pin was not returned. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during the implant procedure, the connector pin came off the lead when the physician performed a tug test. The lead was replaced and a new lead was successfully implanted.